Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received one device. Visual inspection noted that the instrument was partially applied with nine remaining clips. The distal end of the channel cover was intact. Microscopic inspection of the jaws revealed acceptable jaw co-planarity. The ratchet function was disengaged. The instrument was first test fired once in air so that the clip formation could be observed. Eight clips were fired on test media with proper formation. The jaw and handle moved smoothly through the firing cycle and returned to the open position. Each remaining clip loaded properly in the jaw. When the cartridge was empty, the interlock engaged and prevented the jaws from approximating. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open lobectomy, while clipping the vessel, the jaws of the clip applier were unable to close. They clipped the vessel to complete the case. There was no patient injury.